Event description:
A distributor reported that a pump display issue occurred, making the screen unreadable with black or grey light and a white box containing white pixels and letters, which prevented customer interaction with the pump. The impact on the customer's blood glucose level was not reported. The pump was replaced under warranty by tandem technical support, and the customer was instructed to return the faulty pump using a pre-paid label and return box. The customer did not disclose backup therapy details to ensure continuous insulin delivery.